Event description:
It was reported that a pre-curved occipital plate/rod was broken post-operatively. No revision surgery or patient complications were reported. Additional information has been requested.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.